Manufacturer narrative:
The reported event of unexpected reset was confirmed. The device was received at backup mode of operation, which was discovered while device was still in the box. Analysis of device image determined the backup occurred due to bus error and hardware reset of xena integrated circuit (ic). After reloading device firmware, functional testing was performed and no anomalies were noted. Backup operation was reproduced at cold temperature, consistent with xena ic anomaly. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the device was found to be in backup mode before the implant programming. The device was not used. The patient was stable.